Event description:
It was reported by the clinician that the catheter was being placed femorally in the emergency room. During removal of the spring wire guide (swg), it began to unravel. Additional info received on 12/8/09 by the sales rep stated that there are no further details available at this time. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.